Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se after an interventional procedure. Reportedly, after clip-deployment, the starclose se system got stuck in the tissue under the skin near the vessel. Hard resistance was felt and the system could not been removed in the first two attempts pulling with slight force. Safety procedure at the access-ports and at the safety switch was performed; however, the system still did not came out. A third attempt with more force was done and the device was removed. At close observation of the system, the tip of the flex-guide was 3 to 4 mm in front of the nitinol-wings (instead of close to the nitinol-part). The clip of the starclose se device achieved hemostasis. The small bleeding visible from the tissue around the punction site was stopped by applying a compression bandage for several minutes (ca. 5min) after the successful hemostasis was achieved with the device. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully clip deployed. The deployed clip was not returned, and the device was in the access port retracted state. There was no detected handle, fully slit sheath, delivery tune set or flex guide damage. The vessel locator presented an intact pusher body joint with all 4 vessel locator wings (vlw) broken. It was determined all vlw material was returned and the wing attachment points in the vessel locator assembly were secure. During manufacture the lot is visually inspected for proper vlw manufacture, deployment and retraction. Samplings of the completed starclose se units from the lot are functionally and destructively tested to verify proper device operation. During device deployment, distal directional forces can be applied to the deployed vlw from tissue compaction between the clip delivery tubes distal end and vlw during the deployment of the thumb advancer and travel of the delivery tube set through the tissue tract possibly due to an insufficient nick and spread. This may prevent correct vlw retraction into the delivery tube after clip deployment, bending and in some cases causing breakage of the vlw when the device is forcibly removed after all other attempts to remove the device have failed, including use of the safety release mechanisms. Based on the investigation of the returned device, there was no product lot quality deficiency and the cause for the returned devices damaged vlw is related to operational context. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.